Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
The patient underwent replacement surgery for an unknown reason. It was found that the reason for replacement was high impedance. Attempts for more information have been unsuccessful to date. Attempts to have the lead returned to the manufacturer for analysis were unsuccessful.